Event description:
It was reported that shaft break occurred. The target lesion was located in the axillary artery. A sheath was placed however a guide catheter was not used. Then a 2.50mm x 15mm apex¿ balloon catheter was advanced to the lesion however the shaft of the catheter broke. The physician used a gauze net snare to retrieve the broken shaft and removed the device from the body. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter in two pieces. There was blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded. The distal tip was damaged. Microscopic examination presented no damage or irregularities in the bonds/welds of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The shaft proximal of the exit notch was spiraled. The inner shaft was stretched and buckled at the bi-component weld. The outer shaft was damaged (looked like drag marks) 2mm distal of the bi-component weld to the proximal balloon bond. Microscopic examination and tactile inspection revealed a complete hypotube separation 102.5cm from the strain relief with pulled material. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the axillary artery. A sheath was placed however a guide catheter was not used. Then a 2.50mm x 15mm apex¿ balloon catheter was advanced to the lesion; however, the shaft of the catheter broke. The physician used a gauze net snare to retrieve the broken shaft and removed the device from the body. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).